Event description:
Customer stated that allegedly a traumatic wound was caused by the chair from a metal joint behind the armpad that is exposed. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code and age of device are unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a (B)(6) female, (B)(6). And resides at a facility, (B)(6). The consumers preexisting medical condition is stated as multiple sclerosis. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. A rn at the facility where the patient resides called and the patient has allegedly sustained an open ulcer on her left upper arm, above the elbow. A surgeon alleges that this wound could have been caused by a metal joint behind the arm pad. The wound has since been closed and antibiotics were administered. The consumer has had the power chair since (B)(6) 2010. The patients arms are currently on the outside of the lateral pads. Her torso is twisted which causes her to continuously hit or rub against the pads. The consumer's condition has changed over time which is creating this situation. The rn confirmed that she does not feel that this is a malfunction of product but that the chair will need to be re-adjusted for the patient. Invacare advised the rn that she would need to contact the dealer to have the chair adjusted. No RMA has been issued as the power chair is not being returned to invacare.